Event description:
Report received from the USA stating that the attachment experienced "heat". The device was not being used during surgery. It is unk if injury or medical intervention occurred and the date of the event is unk as well. No additional info was provided.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).